Event description:
It is reported that during surgery in 2008, the small tip of the instrument broke and loosened.

Manufacturer narrative:
As returned, the tip of the inserter instrument has fractured off and the movement of the cam arm is loose/sticky. It is possible that the articular surface was not properly orientated before insertion and the inserter was heavily squeezed in an attempt to seat the articular surface, causing the anchor tip to fracture. Device has a potential field age of over 8 years. Normal wear and tear could be the cause for the loose/sticky cam arm. Cause cannot be definitively determined. Device history records indicate device manufactured to specification.